Event description:
Caller alleged discrepant readings with inratio versus lab. Inr: 4.1; lab: 2.8. Pt tested inr and got 4.1 and did not retest. Last week, he got a result of 2.8 from the lab. MFR explained pt variables that may cause an increase and reviewed technique. He stated never had issues with it before. Reviewed storage and handling of strips, he confirmed has both in room temp environment. He completed another test over the phone and got a result of 3.3 inr. He stated his target range is about 2.4-3.8.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 4.1, lab: 2.8, mean: 3.45, confidence limits: 2.0-5.0. Tests were done 1 week apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. No corrective action is required as no product deficiency was established. As of date, 25 discrepant results complaint was reported for lot #080076 yielding a complaint rate of 0.035%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.